Event description:
Pt presented with pain & slightly elevated ion levels. When surgeon asked why the revision was being done, the answer was metallosis. There was evidence of milky stained fluid & thick fluid evident in the "dead space" of the asr head.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.